Event description:
The device was used for a laparoscopic gastric banding. It was reported that the device safety shield would not retract. A second device was opened and the trocar and cannula would not stay locked together. Competitor's device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Conclusion: instruments were cycled repeatedly without incident. Reported incident could not be duplicated.